Manufacturer narrative:
No button error alarm was noted. The act button was unresponsive due to a flattened dome switch. The insulin pump was monitored and no blank display was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip and a missing end cap sticker.

Event description:
Customer reported via phone call to have received a button error alarm and was not able to clear due to buttons not responding. Customer reported that prior to button error alarm customer attempted to bolus and insulin pump was in suspend mode and there was a blank screen display so customer attempted to change batteries. Customer's blood glucose was 185 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.